Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an alert for low out of range pacing impedances less than 200 ohms. The report shows a gradual decrease over the past year. The lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen in the office with no issues. The plan was to continue to monitor via remote monitoring and yearly in office.